Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR. Report: 1627487-2018-12067. It was reported ((B)(6)) the patient experienced ineffective stimulation. Surgical intervention was undertaken on (B)(6) 2018 to revise the lead. Effective stimulation was restored following the procedure. At this time, it is unknown if the lead was explanted.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2018-12067. Additional information received identified the leads were not explanted. In addition, the issues were with the lead at t9-t10 with advancing higher due to adhesions from previous surgery. The surgical intervention resolved the issue.